Event description:
Information received indicating that a patient had been fit with acuvue bifocal contact lenses in 2002. The following month, the patient began experiencing sharp pain in eyes and light sensitivity. The following month, the patient was diagnosed with acanthamoeba keratitis. The patient reportedly has undergone unsuccessful corneal transplants, and continues to suffer from poor vision requiring further medical treatment. No further medical information is eavailable at this time.